Event description:
A customer reported a power source alert with their pump, which did not cause their blood glucose level to exceed 500 mg/dl. Despite attempts to troubleshoot the issue by using different wall adapters and charging cables, the problem persisted as the pump failed to charge. Consequently, technical support decided to replace the pump. The customer was instructed on how to handle the return process for the faulty pump and planned to use a backup insulin pump to ensure uninterrupted insulin delivery.